Manufacturer narrative:
The insulin pump had unresponsive escape, act and down arrow buttons due to corroded keypad traces. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot, moisture damage to the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she dropped her insulin pump in the water. Now the buttons are unresponsive. Customer's blood glucose is 154 mg/dl. There is fluid under the lcd screen. Customer was at the beach. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.